Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never turned black after pulsatile flow stopped. The device was not deployed and manual compression was used. There was no reported patient injury. The device was used after a pulmonary angiography and embolization. A retrograde approach was used for the procedure. The operator was trained in the use of the exoseal vascular closure device (vcd), and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was normal. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis a kinked/bent section was observed during this analysis, located 8.4 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was fully and successfully deployed. A kink was noted on the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis, especially since the condition of the device received does not match the event reported as the device was received with the window black/white/red and successfully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink reported may have contributed to any issues experienced during deployment. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never turned black after pulsatile flow stopped. The device was not deployed and manual compression was used. There was no reported patient injury. The device was used after a pulmonary angiography and embolization. A retrograde approach was used for the procedure. The operator was trained in the use of the exoseal vascular closure device (vcd), and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. No calcium/plaque, stent, or stenosis >50% was present at or near the puncture site, and the site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and no red color was observed in the indicator window during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was normal. The device will be returned for analysis.